Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013, and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
This report is filed april 2, 2014.

Event description:
Per the clinic, the patient underwent surgery to remove a cholesteatoma and to assess the position of the electrode array due to concerns about possible extrusion. Oral and IV antibiotics were prescribed to treat recurrent infections. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.